Event description:
Philips received a complaint from the customer on the v60 indicating that the device's touchscreen was intermittently becoming unresponsive and unable to adjust settings. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) evaluated the device, and the reported issue was not duplicated by a test run performed, no abnormality was confirmed. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.